Manufacturer narrative:
An olympus, cv-190, evis exera iii video system center, was returned to olympus for evaluation. Upon evaluation of the device, the service department did not confirm the user's report. The evaluation found the video image functioned normally during activation and the video connector was in normal condition. The customer was advised by the repair center to keep their electrosurgical unit (esu) cables and video cables separate. Esu cables can emit magnetic fields during activation, causing interference with video cables. The legal manufacturer (lm) performed an investigation and determined the most likely cause was due to the user wiring the power cord of the esu and the power cord of the cv-190 with an outlet multiplier or the power cord was used in combination with another company's esu. The review of the device history record (DHR) did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements that may help prevent the interference: regarding the connection of the power supply, there is the following description in the instruction manual. "Do not extend a single wall mains outlet into multiple outlets for connecting the power cords of both the electrosurgical unit and light source. Otherwise, malfunction of the equipment may result." In addition, the instruction manual describes the following regarding the combined use with other devices. "Use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus there was no image on the cv-190, evis exera iii video system center. When the electrosurgical unit (esu) was used, there was some interference causing a black screen. Additionally, the customer reported also having an issue when using two video outputs. After swapping the device out with the loaner, everything was found to be working. There were no reports of patient harm associated with this event.